Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Iol returned between two pieces of clear sellotape tape like material. Unable to remove iol from between tape. Residue can be seen on the iol. Both haptics are broken/torn and are returned. The iol is torn/split-cut into seven pieces and is scratched/marked-rejectable. The complainant indicates the use of non company viscoelastic as an ovd, which is not qualified to be used the associated iol model. The root cause may be related to failure to follow IFU. The surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure the lens was cracked and trailing haptic was bent. The procedure was completed with replacement lens during the initial procedure. There was patient contact with the lens. Additional information was requested and received that no patient harm reported. The symptoms has been resolved.